Event description:
The ge oec 9600 fluoroscopy sys displayed bad iris pot error.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced a defective collimator. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.